Manufacturer narrative:
Manufacturer¿s ref. No: (B)(4). The purpose of this MDR submission is to include the additional event information received on 29 september 2021. [Additional information]: the healthcare professional reported that during the thrombectomy procedure the embotrap ii revascularization device (et009533 / 21e030av) was used in the first pass. It was removed from a concomitant microcatheter (brand unspecified) and being flushed. However, the distal tip got released. The physician confirmed that no part of the tip remained inside the patient. The embotrap ii device was replaced with another device and the procedure was completed. The complaint product is not available to be returned for investigation. There was no report of any patient adverse event or complication. On 29 september 2021, additional information was provided. The information indicated that when the distal tip was observed to have become separated, the device was being flushed outside of the patient. The information indicated that the device was not subjected to excessive force at any time during the procedure; it was handled and prepped in accordance with the IFU. The reported event did not result in any clinically significant delay in the procedure. E1: the initial reporter phone: (B)(6). The initial reporter email address is not available/reported. The manufacturer will submit a supplemental report if new facts arise which materially alter information submitted in a previous MDR report. Additional information will be submitted within 30 days of receipt.

Event description:
The healthcare professional reported that during the thrombectomy procedure the embotrap ii revascularization device (et009533 / 21e030av) was used in the first pass. It was removed from a concomitant microcatheter (brand unspecified) and being flushed. However, the distal tip got released. The physician confirmed that no part of the tip remained inside the patient. The embotrap ii device was replaced with another device and the procedure was completed. The complaint product is not available to be returned for investigation. There was no report of any patient adverse event or complication.

Manufacturer narrative:
(B)(4). Information regarding patient identifier, date of birth, age, gender, weight, race, and ethnicity were not provided. The name, phone and email address of the initial reporter are not available / reported. [Conclusion]: the healthcare professional reported that during the thrombectomy procedure the embotrap ii revascularization device (et009533 / 21e030av) was used in the first pass. It was removed from a concomitant microcatheter (brand unspecified) and being flushed. However, the distal tip got released. The physician confirmed that no part of the tip remained inside the patient. The embotrap ii device was replaced with another device and the procedure was completed. The complaint product is not available to be returned for investigation. There was no report of any patient adverse event or complication. Based on complaint information, the device was not available to be returned for analysis. A review of the device history records (DHR) confirms that there were no issues with the assembly of the lot 21e030av (sub and top assembly). There were no nonconformances related to device manufacture or inspection. All product rejected during manufacturing was identified as scrap and properly accounted for. Product analysis cannot be conducted as the product was not returned for analysis. No determination of causes and possible contributing factors could be made. As such, the investigation will be closed. With the information provided in the complaint and without the product available for analysis, the reported issue by the customer cannot be confirmed. Based on the review of the manufacturing documentation, there is no indication that the event is related to the device manufacturing process. Assignment of root cause for the event remains speculative and inconclusive, based on the limited information provided and without the return of the complaint sample; however, it is possible that clinical and procedural factors, including device manipulation / interaction, target lesion size / vessel characteristics, device selection, and the concomitant microcatheter, may have contributed to the reported issue. As part of the post market surveillance program, information from this complaint is trended for statistical signals and corrective / preventive action may be triggered at a later time. Since there was no evidence to suggest the event was related to a manufacturing or design issue, no corrective actions will be taken at this time. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. The manufacturer will submit a supplemental report if new facts arise which materially alter information submitted in a previous MDR report. Additional information will be submitted within 30 days of receipt.